Event description:
Customer reported implant loss, (B)(6). Ref 26341, lot536776, (B)(6) 2026 implant loss, patient: (B)(6).

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.